Event description:
A customer reported experiencing a cgm error, specifically error 42, with their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete reset of the pump, and the customer was guided through this process. After the reset, the cgm error code did not appear again. The customer successfully started a new sensor session.